Manufacturer narrative:
H11 - manufacturer narrative: refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim#: (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim # (B)(4).